Manufacturer narrative:
The getinge field service engineer (fse) completed his repair of the iabp by replacing the executive processor board and the power management board which were all damaged by saline. The fse performed full functional and safety checks to factory specifications and the iabp was returned to the customer for clinical use.

Event description:
It was reported that during use in the operating room, the cardiosave intra-aortic balloon pump (iabp) generated an ¿internal communication alarm* and a loud beep tone. There was moisture or saline visible at the 1v jack connectors and at the blue trainer connector. No adverse event was reported.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) evaluated the iabp and was able to reproduce the reported issue. The fse also observed saline visible at the front end board and the exec processor board and the power management board was also found to be defective. To fix the issue, the fse has so far replaced the front end board and has ordered the power management board (pmb). The repairs will be completed when the ordered part is received. A supplement report will be provided when additional information is provided.

Event description:
It was reported that during use in the operating room, the cardiosave intra-aortic balloon pump (iabp) generated an "internal communication alarm" and a loud beep tone. There was moisture or saline visible at the 1v jack connectors and at the blue trainer connector. No adverse event was reported.